Event description:
It was reported that during a ptca procedure, the physician encountered resistance while crossing the lesion. The shaft of the catheter broke while attempting to advance the catheter. No patient injuries or complications occurred.